Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure approximately 2 months ago and the ipg was not put into surgery mode prior to the procedure. Since the procedure, the patient¿s ipg will no longer communicate with external devices and will not provide therapy. Troubleshooting was unsuccessful. As a result, the patient is awaiting surgical intervention.